Manufacturer narrative:
The reported event of no communication was confirmed in the laboratory. When cut open, the battery voltage was found to be very low. When tested with another battery, the device functioned normally. Testing detected no anomalies and the device met all specifications. The device's battery was sent to the vendor for further analysis, however, no anomaly was found. The cause of the battery depletion was undetermined.

Event description:
It was reported that the surgeon had trouble popping the spacer into place.